Event description:
On saturday ((B)(6) 2022) I received two (2) false positive results using the acon laboratories, inc. Flowflex covid-19 antigen home test. Upon receiving the initial positive results I schedule a pcr test the same day at my local pharmacy. The pcr results came back on sunday ((B)(6) 2022) and the reported results were negative. I purchased a different brand of antigen home tests (abbott binax) to isolate the questionable results. The different brand test resulted in a negative result on sunday (B)(6). Out of curiosity I tried another flowflex test on monday ((B)(6) 2022) and resulted in another positive test result. All three positive results came from the same manufacturing lot number (cov2020144). FDA safety report ID# (B)(4).